Manufacturer narrative:
Analysis of the unknown catheter revealed the catheter body had significant twisting that may have affected infusion. The catheter was received in one segment with no catheter anchor returned. The catheter was cut into three segments. One segment of the catheter was deformed in shape in several areas along with an area 6.5 cm from its proximal end where it appeared significant twisting may have occurred. However, the greatest amount of twisting was seen at the proximal end of another segment plus another area of twisting about 16 to 20 cm from its distal end. Internal decontamination could not be accomplished until the catheter was cut twice, indicating the twisting was severe enough to cause an occlusion by collapsing the inner lumen of the catheter. No actual break was seen in any portion of the catheter.

Manufacturer narrative:
(B)(4): analysis was performed on the 8780 catheter.

Event description:
It was reported that the patient noted no change in his symptoms when the pump rate was increased. The decision was made to revise the catheter and a new catheter was replaced. A catheter breakage was reported. It was reported that there was no patient injury and the patient recovered fully. The pump system was being used to deliver compounded baclofen 2000mcg/ml and the daily dose was approximately 400mcg/day.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), product type catheter product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.